Event description:
It was reported that loss of capture in the left ventricle (lv) was noted during in office testing. It was also reported that a chest x-ray was done and the lv lead appeared to have pulled back into the coronary sinus (cs) from where it was originally placed. It was further reported that the lv lead was programmed off and may be repositioned at a later date. The lv lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.